Event description:
A medtronic representative reported that the camera did not pass the accuracy assessment kit (aak) test. There was no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. As reported, the position sensor unit (psu or camera) failed the aak test at .44mm. The psu was returned to vendor for warranty repair.